Event description:
It was reported that customer received a motor error alarm during priming. Customer's blood glucose was 11.0 mmol/l. Customer was advised that insulin pump would need to be replaced. Customer was also advised that insulin pump was out of warranty. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.